Event description:
It was reported that this physician requested review of this cardiac resynchronization therapy defibrillator (crt-d) data to confirm device operation. Technical services (ts) reviewed the episode noting this patient experienced what appeared to be ventricular tachycardia (vt) in which anti-tachycardia pacing (atp) and one shock were successfully provided. The rate remained elevated and then this patient experienced a possible sinus driven arrhythmia in addition, in which an inappropriate shock was delivered. An additional shock was provided which did not convert the rhythm. The next shock ultimately accelerated the vt rhythm to ventricular fibrillation (vf). The final shock was successful in converting the rhythm. This crt-d remains in service. No additional adverse patient effects were reported.